Event description:
It was reported that the generator was explanted prophylactically, but the old leads remained implanted with the new device. Impedance was within normal limits post op. The surgeon did not notice any damage to the lead prior to the replacement. The explanted device has been discarded. No other relevant information has been received to date.

Event description:
Clinic notes were received for patient referral (B)(6). Patient does not feel vns has been effective. He has intermittent pain from it in left neck. He reports that the vns is uncomfortable when it goes off, but tolerable. Using the vns magnet during a seizure causes him to projectile vomit. Patient cannot tolerate higher dosing, and has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.